Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the device broke during a nasal cavity procedure. No harm to the patient and the event did not lead to surgical delay.

Manufacturer narrative:
Integra has completed their internal investigation on november 10, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; product or objective evidence was returned and the evaluation verified the complaint as valid. The suction tube is broken on its proximal part. A thorough observation of the fracture area does no show visual evidence of a manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; first occurrence for this risk for this product family. No adverse trend. Conclusion: the cause of this breakage cannot be determined with absolute certainty. It may come from an undetected weakness of the tube at the welding level or an excessive constraint during suction tube insertion in the patient.